Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the al326 had broken jaws. The case was completed by using another instrument. There was no consequence to the pt.